Manufacturer narrative:
(B)(4). The DHR for the instrument in question, was reviewed and found completely without any irregularities. These instruments were manufac tured at the tecomet, inc kenosha facility as part of a 50pc. Lot in may of 2016. Evaluation of the returned instruments showed that the jaws of this instrument are aligned properly and the jaw gap in the closed position measures to print specs. Further evaluation of this instrument shows that this instrument picks-up, retains, closes and releases multiple clips as required of its function both with and without the use of silastic test tubing . We are unable to validate the alleged complaint since we are unable to duplicate the alleged issue. Parts were 100% visually inspected and tested at the tecomet inc. Kenosha facility before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. At this time it is un-determined what caused the alleged defect at the customer's facility. No corrective action required at this time.

Event description:
The ends of the polymer clips do not engage when the applier close the clip. With thick tissues such as an appendix or renal artery the clip does not fit in any way. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The ends of the polymer clips do not engage when the applier close the clip. With thick tissues such as an appendix or renal artery the clip does not fit in any way. There was no patient injury.